Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient experienced an episode of diabetic ketoacidosis (dka) and was transported to the emergency room. At the time of the event, the cgm displayed a reading of low, while a fingerstick blood glucose test indicated a level of 543 mg/dl. There is no documentation available regarding the medical interventions or treatments provided at the hospital. It was noted that the patient¿s sister administered juice, reportedly in response to the cgm reading. At the time of this report, the patient was described as fine. Although additional attempts were made to obtain clarification regarding the details of the event, no response has been received. No data was provided for evaluation. The allegation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.